Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Approximately 13 instances in the month of march 2 were found to be unable to push medications through after being placed. The doctor's initial texts which were forwarded to marketing and engineering: just wondering whether y'all have changed the polyurethane material around the wire reinforced catheter. It seems stiffer and keeps causing parasthesias. We are having a lot of problems with the catheters. Kinks, clots, cannot thread, or too tough. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
Approximately 13 instances in the month of march 2 were found to be unable to push medications through after being placed. The doctor's initial texts which were forwarded to marketing and engineering: just wondering whether y'all have changed the polyurethane material around the wire reinforced catheter. It seems stiffer and keeps causing parasthesias. We are having a lot of problems with the catheters. Kinks, clots, cannot thread, or too tough. The patient is fine.